Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging during the procedure. An xtw clip was inserted, and grasping was performed. However, mr was unable to be reduced; therefore, the clip was opened and retracted into the left atrium (la). While retracting the clip, it was assumed chordal damage occurred as it was observed mr had slightly increased to a grade of 4+. While in the la, it was observed the clip was now difficult to open and close. Therefore, the clip was removed and replaced. To treat the tissue damage, two additional clips were implanted. Mr returned to a grade of 4 and the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open and close clip was not confirmed via device analysis. The reported difficult imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to open and close clip, difficult imaging, and tissue injury were unable to be determined. The reported unchanged mr seems to be related to the suspected tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.